Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotapro and rotawire were selected for use. During the procedure, on the second ablation, the opaque part of the wire came loose and was close to the burr. When checked outside the patient, it appeared that the brake that activates when the burr rotates was not working. Incidentally, there were no issues during the first ablation. The rotaburr was removed along with the rotawire. The procedure was completed using another of the same device. There were no patient complications. It was further reported that the brake issue occurred in normal mode. The rotawire had movement during rotation while in normal and dynaglide mode, without initiating brake defeat and with no visible damage to the guidewire. The patient was in good condition post procedure.

Manufacturer narrative:
E1 - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and while in dynaglide mode, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
It was reported that a brake malfunction occurred. A 1.75 mm rotapro and rotawire were selected for use. During the procedure, on the second ablation, the opaque part of the wire came loose and was close to the burr. When checked outside the patient, it appeared that the brake that activates when the burr rotates was not working. Incidentally, there were no issues during the first ablation. The rotaburr was removed along with the rotawire. The procedure was completed using another of the same device. There were no patient complications. It was further reported that the brake issue occurred in normal mode. The rotawire had movement during rotation while in normal and dynaglide mode, without initiating brake defeat and with no visible damage to the guidewire. The patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter first name: updated. E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotapro and rotawire were selected for use. During the procedure, on the second ablation, the opaque part of the wire came loose and was close to the burr. When checked outside the patient, it appeared that the brake that activates when the burr rotates was not working. Incidentally, there were no issues during the first ablation. The rotaburr was removed along with the rotawire. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.